Event description:
At 9 am on (B)(6), I received a synvisc one knee injection. By 2 pm, I had swelling and some pain and stiffness, I called the dr back and they told me to ice it and elevate it, I did. By 8pm, my knee was so swollen and in pain, I was walking with a cane. I went to bed at 1am my knee woke me up with more swelling and pain, I had to go to the ER. By 5:30am, they had completed an ultrasound and x-ray of the knee showing no blood clots. They sent me home with a lidoderm patch and immobilizer for the knee and crutches. I continue to have pain and swelling until (B)(6) by 8 am. It started to subside, still having difficulty with walking, still using crutches at 10 am on (B)(4) feeling much better using one crutch. Now 6 pm, walking much better taking my time, no crutch. Date the person first started taking or using the product: (B)(6) 2017. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no." Osteoarthritis.